Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily tortuous and moderately calcified mid to distal right coronary artery. Pre-dilatation was performed using a 2.0 x 15 mm non-abbott dilatation catheter and a 3.0 x 15 mm non-abbott dilatation catheter. Several high pressure inflations were performed and a perforation was noted. The 3.0 x 15 mm dilatation catheter was inflated at low pressure at the perforation as compression, but the perforation did not seal. The 2.8 x 19 mm graftmaster stent was advanced; however, due to the tortuous anatomy, the graftmaster was unable to cross to the target site. The graftmaster was removed without difficulty and the 3.0 x 15 mm non-abbott dilatation catheter balloon was inflated at the perforation for compression several times and the perforation sealed. No additional information was provided.